Event description:
A tech reported that the knife blades are not as sharp as they had been and one blade was noted ot have had a burr. There was no pt impact reported.

Manufacturer narrative:
One opened sample was returned. The sample was examined using 10x magnification and found to have a damaged tip and cutting edges. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. However, based on the info above it is unlikely that the damage occurred during the mfg process. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).